Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient .it was reported that the patient had a telephone appointment with their doctor on (B)(6) 2023. The cause of the burning and pain felt was undetermined. No one know the cause. Local customer service representative (rep) referred the patient to their doctor. Had no experience with a case like this. MRI tech had said they set the MRI ar a lower strength. Seems to still be working. Issue was not resolved, but no further actions will be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. The reason for call was that the caller indicates that they had an MRI on friday, and during the MRI, it was burning and painful to turn it off and they could barely stay in the MRI scanner, it burned on the back of their buns and at the lower back. The patient reports that after the scan the hcp could see redness on the back from the burning. The patient had a lumbar scan and confirmed they were in there for no longer than 30 minutes. The caller confirmed on the call that they are showing full body eligible and were in MRI mode during the scan. The caller reports that they also have a pessary and they read online that if it was made in china, it may contain metal, so that could be a reason for the burning too. The patient added that the MRI center told them that manufacturer has two settings and they used the higher one, they should use the lower one next time. Agent reviewed the warnings about heating from labeling. The patient reports that they are fine now and they can feel the stimulation and are getting relief. Reviewed that they can consult the hcp if needed.